Manufacturer narrative:
An investigation of the reported event cannot be performed because there is not sufficient information available to identify the device. Manufacturer was informed on 27 june 2018 that no additional information would be available.

Event description:
A study reported one patient one months post op exhibited tibial plateau fracture which required an orif. No additional information was provided to the manufacturer.